Manufacturer narrative:
The instrument has been investigated. The field service engineer (fse) evaluated the instrument and found a dirty tip clamp and sleeve, and a sleeve stuck in the up position in the reported problem area of the pipette assembly. The tip clamp, plunger clamp, and lld contact spring were replaced. In addition 3 2-pole ribbon cables were found defective and replaced, and the bar coded reader was not working and was cleaned. The instrument was inspected, tested without further problem, and returned to service.